Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced a ventricular tachycardia requiring hospitalization post implantable cardioverter defibrillator shock. No more information was provided. No device issues were reported. It's unknown if the device will return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that after a pulse field ablation (pfa) procedure a patient experienced a ventricular tachycardia. Following a completed procedure where a farawave 35 mm catheter was selected for use, the patient experienced a ventricular tachycardia, requiring hospitalization post implantable cardioverter defibrillator shock. Amiodarone and lidocaine intravenous drips were initiated during hospitalization. The patient has fully recovered and was discharged from the hospital. No device issues were reported. The device is not expected to be returned for laboratory analysis.